Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that prompting for login during session on the mobile app occurred. Data was received but investigation window does not reflect the alleged device. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.